Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the staff in the outpatient infusion center experienced several issues with secondary infusions backed up into the primary IV bag during an unspecified infusions. The customer confirmed that there was no patient harm. Although requested, no additional information about the patient, medication, or event provided.